Event description:
Customer's father reported customer had been hospitalized due to walking pneumonia, not diabetes related. While customer was in the hospital, he became feverish and suffered diabetic ketoacidosis. Customer was released the next day. Customer's father also reported an incident around the same time where customer was restless at night and had a blood glucose reading over 600 mg/dl. The father said the tubing was kinked or the needle was clogged. The infusion set was changed and customer was treated manually to get blood glucose level down. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.